Event description:
It was reported to philips that the system was unable to power on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the fse identified a blown fuse in the m cabinet. To resolve the issue, the fse replaced the fuse, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.